Event description:
Additional information noted noise was also seen on the rv lead.

Manufacturer narrative:
A partial lead with the distal tip measuring 55.4cm was returned for analysis. External insulation abrasion was noted at 41.0-41.4cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 50.0-50.3cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was nsrvo episodes coming in for cross talk. Other episodes after an ap showed no morphology on the ventricular channel indicating a compromised lead. The lead was explanted and replaced. The patient was fine.